Event description:
On (B)(6) 2023 a female patient underwent a hybrid sinus node sparing ablation procedure for inappropriate sinus tachycardia using an emr2. Sometime post operatively patient was readmitted to the hospital with a pulmonary embolism requiring interventional radiology treatment to remove. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
Case (B)(4) - the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.